Event description:
Related manufacturer reference number: 1627487-2021-14817. It was reported that the patient may have experienced a wet tap during the implant procedure on (B)(6) 2021. As such, a blood patch was perform to address the issue. No symptoms were reported. There was visible drainage but it was not determined to be csf. The physician believed it could possibly be intrathecal. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.